Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that while stimulation was on the patient experienced a surging sensation. It was noted that the implantable neurostimulator (ins) increased stimulation from 3v up to 8v while patient was standing. Patient was standing there and stimulation went up. It was noted that the patient was a nurse and was unable to sit down and wait for the stimulation to re-adjust to upright. Patient had been able to use stimulation at work due to risk of patient safety if she should get a jolt. Health care professional and manufacturing representative thought that the cone may need to be adjusted. It happened again on the day of this report at work. Additional information received reported that the patient was reprogrammed. The patient¿s amplitudes for lying right, upright and mobile had gotten saved as 8.1v but comfortable stimulation was achieved closer to 4.0v. When the sensor picked up on lying right, upright or mobile it was ramping up too high for the patient. Device was reoriented and reprogrammed and amplitudes were set for all positions to more comfortable levels. Amplitudes were grossly different for different positions which caused her ¿jolting.¿